Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown humeral tray; unknown humeral bearing; unknown glenosphere; unknown glenoid base plate. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an intra-operative bone fracture during the range of motion test step of a reverse total shoulder arthroplasty. This was reduced using open reduction and internal fixation. No additional patient consequences were noted.

Manufacturer narrative:
(B)(4). Concomitant medical products: 115370 comp rvs tray co 44mm 045820, xl-115363 arcom xl 44-36 std hmrl brng 136700, 010000589 comp rvrs 25mm bsplt ha+adptr 702830, 115310 comp rvrs shldr glnsp std 36mm 753140, 180550 comp lk scr 3.5hex 4.75x15 st 305170, 180550 comp lk scr 3.5hex 4.75x15 st 540140, 180550 comp lk scr 3.5hex 4.75x15 st 266090, 180550 comp lk scr 3.5hex 4.75x15 st 048340. The complaint is confirmed based on the operative record that was provided. Device history record was reviewed and no deviations or anomalies. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
No additional information is available at this time